Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?

Event description:
Choles where the clips have not deployed correctly, either cross firing or not closing correctly. It was on an artery with me and in an non inflamed elective case.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was there any patient consequence? No.